Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and partial seizures ('focal point seizure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), fungal infection ("yeast infection"), back pain ("lower back pain"), arthralgia ("joint pain"), partial seizures (seriousness criterion medically significant), migraine ("bad migraines"), fibromyalgia ("fibromyalgia"), neuropathy peripheral ("peripheral neuropathy"), abdominal pain upper ("stomach is hurting") and metal poisoning ("metal toxicity"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy,full removal of ovaries, tubes cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, depression, anxiety, fungal infection, back pain, arthralgia, partial seizures, migraine, fibromyalgia, neuropathy peripheral, abdominal pain upper and metal poisoning outcome was unknown and the headache had not resolved. The reporter considered abdominal pain upper, anxiety, arthralgia, back pain, depression, fibromyalgia, fungal infection, headache, metal poisoning, migraine, neuropathy peripheral, partial seizures and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event metal toxicity added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and partial seizures ('focal point seizure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), fungal infection ("yeast infection"), back pain ("lower back pain"), arthralgia ("joint pain"), partial seizures (seriousness criterion medically significant), migraine ("bad migraines"), fibromyalgia ("fibromyalgia"), neuropathy peripheral ("peripheral neuropathy") and abdominal pain upper ("stomach is hurting"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy,full removal of ovaries, tubes cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, depression, anxiety, fungal infection, back pain, arthralgia, partial seizures, migraine, fibromyalgia, neuropathy peripheral and abdominal pain upper outcome was unknown and the headache had not resolved. The reporter considered abdominal pain upper, anxiety, arthralgia, back pain, depression, fibromyalgia, fungal infection, headache, migraine, neuropathy peripheral, partial seizures and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and partial seizures ('focal point seizure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), fungal infection ("yeast infection"), back pain ("lower back pain"), arthralgia ("joint pain"), partial seizures (seriousness criterion medically significant), migraine ("bad migraines"), fibromyalgia ("fibromyalgia"), neuropathy peripheral ("peripheral neuropathy") and abdominal pain upper ("stomach is hurting"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy,full removal of ovaries, tubes cervix). Essure was removed on 9-sep-2014. At the time of the report, the pelvic pain, depression, anxiety, fungal infection, back pain, arthralgia, partial seizures, migraine, fibromyalgia, neuropathy peripheral and abdominal pain upper outcome was unknown and the headache had not resolved. The reporter considered abdominal pain upper, anxiety, arthralgia, back pain, depression, fibromyalgia, fungal infection, headache, migraine, neuropathy peripheral, partial seizures and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter added. Events added pelvic pain, depression, anxiety. On (B)(6) -2020: new events headache and yeast infection added. On (B)(6) 2020: social media received. Reporter information were added. Date of removal were added. On (B)(6) 2020: new reporter, events: joint pain, focal point seizure, bad migraines, fibromyalgia, peripheral neuropathy, stomach is hurting were added. Fu 1,2,3,4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), fungal infection ("yeast infection") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown and the headache had not resolved. The reporter considered anxiety, back pain, depression, fungal infection, headache and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.